Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm whole unit 10bag needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer left a voicemail stating when the needle shield is removed, the needle hub stayed within the shield on one syringe.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag needle hub separated on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer left a voicemail stating when the needle shield is removed, the needle hub stayed within the shield on one syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported when the needle shield is removed, the needle hub stayed within the shield on one syringe. Both returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 2.96. Sample 2 2.39. Both syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200868374, 200868516] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.